Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Patient alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, grinding, and clicking for several months, caused patient's severe pain, and inhibited ability to walk. After review of medical record, patient was revised to address metalosis. Patient had elevated metal ion. Revision notes stated that there is significant inflammation of the capsule. There was some erosion of the bone on the inferior aspect of the acetabulum. There was trunnionosis from the cobalt chrome head against the trunnion and there was significant salt formation of the neck. Doi:(B)(6) 2008 - dor: (B)(6) 2020. (Left hip).